Event description:
It was reported that an unknown dust-like material was found inside the tubing while it was being primed. The kit was not used and no patient injury occurred.

Manufacturer narrative:
The returned device was evaluated and a visual analysis was performed. We received one single cdp dpt - vamp plus kit. The kit included the IV spike that comes without a drip chamber or internal filter (inside the drip chamber). Priming solution was visible inside of the kit. The pressure tubing remained coiled with a paper band. The vented cap was still attached to the end of pressure line. There was no visible blood was found at the distal tubing male connector. One loose black particulate was found in the solution inside of the pressure tubing of the vamp plus unit, which connects to the zero-stopcock of the dpt. The kit was flushed at a pressure of 350 mmhg for 5 minutes. Priming solution was collected and filtered through a filter paper. The particulate was flushed out to the filter paper and collected for chemistry analysis. The particulate appeared black in color and was approximately 0.02" long. Visual examinations were performed at 10x magnification . Per chemistry analysis, the ir spectrum of the dust-like particulate showed similar absorption characteristics when comparing to cellophane-like material. The complaint was confirmed but has not yet been conclusively related to the manufacturing process, as the product was returned after it had been handled and primed. An investigation has been opened to review the event.